Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was resting after dialysis, she passed out and had a seizure. The dialysis nurse called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 30 mg/dl while the cgm was reading high mg/dl. The patient was wearing a tandem insulin pump. Ems treated the patient with IV fluids, and she was then brought to the emergency room. It was not reported how long she was unconscious. The patient was discharged home two days later, on (B)(6) 2024. The patient was in ¿stable condition¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.